Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse) and no malfunctions were found. No parts were replaced. Evaluation of received logs did not confirm any spontaneous "delete of pct during ventilation". However the logs revealed that some use of hft (high flow therapy) and the use of only the inspiratory part of the circuit. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator had a spontaneous delete of patient circuit test (pct) during ventilation. There was no patient harm. Manufacturer's ref.#: (B)(4).